Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech states the provider states the end user alleges the seat has side to side motion. Update 7/27/2015 4:39pm - the dealer states the seat is wobbling.